Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire failure analysis technician was unable to verify the customer's reported issue. The device passed all testing and met all vyaire manufacturer specifications. A review of the event trace shows a "ln vent1" alarm. The service technician replaced the power board as a precaution.

Event description:
It was reported to vyaire that the lap top ventilator 1000 shut off while connected to a patient. The customer confirmed that there was no patient harm associated with the reported event.